Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin and customer was stuck in a loop during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose was approximately 200 mg/dl.